Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. The patient followed-up in clinic not feeling well on (B)(6) 2019. The device was reprogrammed. The patient was discharged.